Manufacturer narrative:
The main component of the device system the relevant components include: concomitant medical products: product ID: 8711, lot# j10855r23, implanted: (B)(6) 2002, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer's representative (rep) and consumer (con) regarding a patient receiving a dose of 1.44mg/day at a concentration of 15.0mg/ml of hydromorphone, a dose of 9.66mcg/day at a concentration of 100.0mcg/ml of clonidine and a dose of 0.7728mg/day at a concentration of 8.0mg/ml of bupivacaine via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2016 a magnetic resonance imaging (MRI) was performed and found a catheter kink. Patient had been going through withdrawal for the past two months, and was so sick he couldn't use his mask for sleep apnea. Other symptoms included being "cherry red" and unable to stay awake. Patient was told it would be two to three months based on surgery schedule before the kinked catheter could be revised or replaced. Caller stated patient can't make it that long and is currently on fentanyl 25 patch and hydromorphone 4 mg tablets. It was reported that it is the patient's 5th withdrawal since having the pump and is going to see a neurosurgeon on (B)(6) 2016. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.